Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatches with (B)(4) for patient 1, (B)(4) for patients 2, 3, 4, 5, and 6, (B)(4) for patients 7, 8, and 9. No patient information provided.

Event description:
Caller reports that during a correlation study the following coaguchek s / coaguchek xs results were obtained: patient #1: 6.4 inr / 4.7 inr, patient #2: 1.1 inr / 1.8 inr, patient #3: 1.5 inr / 2.0 inr, patient #4: 1.9 inr / 2.7 inr, patient #5: >8.0 inr / 5.1 inr, patient #6: 1.7 inr / 2.2 inr, patient #7: 2.0 inr / 2.5 inr, patient #8: 7.5 inr / 4.6 inr, patient #9: 1.6 inr / 2.2 inr. For all patients, no treatment information provided. No adverse event reported. Requested return of suspect system and replacement sent.